Manufacturer narrative:
Unit passed the self test and displacement test. Expected pump error 23 alarm was noted during boot up. No pump error 4 or unexpected pump error 23 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. Pump error 4 was found in the history files on 22-nov-2023 at 22:17:08.00 due to a result of interrupted ipc communication because main cpu restarted. Expected pump error 23 alarm was found in the history file on 22-nov-2023 at 22:30:45.00. Pump was cut open and found evidence of moisture on pcba 1 and the force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, label damage (stained). In summary, customers alleged pump error 4 was confirmed through the pump history download due to a hardware error. Pump error 23 was not confirmed during testing. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23). The motor arm cannot communicate with the main arm (pump error 04). Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on december 13 or december 14, 2023. The current regulatory report is submitted with the latest information available at the time of submission. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.